Event description:
The customer reported that a primary infusion of tacrolimus 1.1mg/500ml d5w was initiated at 22ml/hour per md order on (B)(6) 2017 at approximately 17:00 and was to infuse until (B)(6) 2017 at 18:00. The infusion completed earlier than expected and the device was taken to the biomed department on (B)(6) 2017 at 04:09:11 pm. The customer further states that the patient's vital signs were stable before and after the infusion, bun/cr 2 days after the event was normal at 12/0.9 and the tacrolimus level that morning was 13.5, whereas, 2 days before it was 11.6. There was no report of lasting patient harm.

Manufacturer narrative:
The customer¿s report of fluid infusing too fast was not confirmed. The pcu event log shows that the device was infusing at 22 ml/hr from 5:29 pm on (B)(6) 2017 until 12:15 am on (B)(6) 2017 when the user programmed a delay for 10 minutes. The user programmed a delay for 10 minutes again at 12:20 am and then a delay for 30 minutes at 12:21 am. At 12:57 am, the device was channeled off and then at 5:21 am, the user removed the device from the system. The volume recorded as being infused between 5:29 pm on (B)(6) 2017 and 12:15 am on (B)(6) 2017 was 147.47ml. It is unknown why the user programmed the delay and then subsequently channeled the device off. There were no alarms prior to the delay programming. The starting/ending volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not returned for investigation. The root cause of the device infusing too fast was not identified.

Manufacturer narrative:
Gtin/UDI number for item 8100adxen917, sn (B)(4) is (B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an infusion was initiated at 22 ml/hour per md order on (B)(6) 2017 at approximately 17:00 and was to infuse until (B)(6) 2017 at 18:00. The infusion completed earlier than expected and the device was taken to the biomed department on (B)(6) 2017 at 04:09:11 pm. There was no report of patient harm.